Manufacturer narrative:
Initial information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The incident occurred before the case, for this reason there was not loss of image during the procedure. This device issue may require use of a replacement or alternate device to achieve appropriate visualization to complete the surgical procedure. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that the device has a black image. Incident occurred before case. Patient injury was not reported.

Event description:
It was reported that during a knee surgery, the device has a black image. A backup device was not available. Patient injury was not reported.